Event description:
Additionally, it was reported that patient was injected in the jaw. Treatment was not provided.

Event description:
Healthcare professional reported that patient was injected with juvederm vista volux xc. At an unspecified time later, bone resorption was reported.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is considered an unexpected adverse drug experience.